Event description:
It was reported that during the coil embolization procedure to treat the bronchial artery (not calcified or tortuous), the orbit mini complex fill 3.5x9 (637mf3509/15498730) would not detach at the green zone or the red alternative detachment zone. The coil was replaced for a new one (details unknown) and the procedure was successfully completed. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends, etc) was noted on both the syringe and the coil by visual inspection. Unknown if the dsc syringe ii was also replaced or not. It was noted that several coils were successfully placed before the complaint product using the same syringe but unknown how many. After the procedure, the physician tried out the detachment, and the coil finally detached when the indicator pointed beyond the red zone. There was no patient injury reported. Prior to use, neither device (coil and syringe) was damaged. During connection between the coil hub and syringe connector, no additional force was used to tighten the devices, and the devices were connected properly. The hub of the coil was not cracked, etc. A dedicated saline source was utilized to fill the syringes, and there were no damages noticed on any section of the syringe or orbit coil. After the event with the products, no other damages were noticed on the devices (coil- unraveled/stretched, kink, bend, fracture separated, etc or delivery systems/introducers- fracture, separated, kink, bend, etc). The complaint product is going to be returned for evaluation, but not the coil. No additional information is available.

Manufacturer narrative:
It was reported that during the coil embolization procedure to treat the bronchial artery (not calcified or tortuous), the orbit mini complex fill 3.5x9 (637mf3509/15498730) would not detach when pressurized to the green zone or the red alternative detachment zone. The coil was replaced for a new one (details unknown) and the procedure was successfully completed. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends, etc) was noted on either the syringe or the coil by visual inspection. It is unknown if the dsc syringe ii was also replaced or not. It was noted that several coils were successfully placed before the complaint product using the same syringe but unknown how many. After the procedure, with attempt to detach the coil outside of the patient, the coil finally detached when the indicator pointed beyond the red zone. There was no patient injury reported. Analysis of the returned device found the coil stretched and detached from the head piece with the head piece still within the gripper. With follow-up investigation, it was reported that the physician noted that the coil detached after removal with no mention of where it detached from. Prior to use, neither device (coil and syringe) was damaged. During connection between the coil hub and syringe connector, no additional force was used to tighten the devices, and the devices were connected properly. The hub of the orbit system was not cracked, etc. A dedicated saline source was utilized to fill the syringe, and there were no damages noticed on any section of the syringe or orbit coil. After the event with the products, no other damages were noticed on the devices (coil- unraveled/stretched, kink, bend, fracture separated, etc or delivery systems/introducers- fracture, separated, kink, bend, etc). Analysis of the returned device found the coil stretched and detached from the head piece with the head piece still within the gripper. With follow-up investigation it was reported that the physician noted that the coil detached after removal with no mention of where it detached from. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented with several kinks on it. The introducer was received unzipped without damaged. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and separated from the head piece, the head piece was still attached to the griper. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The embolic coil separated from the head piece was inspected under microscope and the stretched condition was confirmed. The purge hole was found without damage and no obstruction was found on it. The headpiece with some loops of coil was inspected. The soldered section between headpiece and the coil loops was not fractured indicating that the solder had a good adhesion to the headpiece. Using a lab sample syringe ((B)(4)), the trufill dcs system was purged to the blue zone; after that the head piece without embolic coil was detached when the needle of the pressure gauge was on the green zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of the coil to detach was not confirmed during analysis; the coil was separated from the head piece and the head piece detached from the gripper when pressurized to the green zone with functional testing. The reason for the discrepancy between the report that the coil detached after removal from the patient when pressurized above the red zone and the findings of the coil separated from the headpiece which was still within the gripper cannot be determined. The root cause of the reported event and condition of the returned device cannot be determined. With review of the analysis and the device history records there is no indication that the reported event or returned condition is related to the manufacturing process; procedural factors appear to have contributed. Additionally, inspections are in place per procedure to prevent this type of failure from leaving the facility. Therefore, no corrective actions will be taken.

Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented several kinks on it. The introducer was received unzipped without damaged. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and separated of the head piece, the head piece was still attached to the griper. Some waves were noted on the device; however, these appear to occur during the handling of the unit when it was returned for evaluation. The embolic coil separated of the head piece was inspected under microscope and the stretched condition was confirmed. The purge hole was found without damage and no obstruction was found on it. The headpiece with some loops of coil was inspected. And the soldered section between headpiece and the coil loops was not fractured so this means that the solder had a good adhesion to the headpiece. Using a lab sample syringe (B)(4), the trufill dcs system was purged on the blue zone; after that the head piece without embolic coil was detached when the needle of the pressure gauge was on the green zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil- failure to detach" was not confirmed during the analysis. The cause of the failure experienced by the costumer could not be conclusively determined. The cause of the damages found on the device could not be conclusively determinate. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; procedural and handling factors appear to have contributed to this failure. Additionally inspections are in place as per that prevents these kinds of failures leaving from the facility. Therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.